Event description:
It was reported that during surgery, while using the piece in conjunction with the torque wrench the end piece inserted into the tibia snapped. The broken part came out. No harm was done and no delay.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.